Event description:
It was reported to philips that the system was not switching on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system is not switching on. Upon reviewing the log files, rse determined that the issue was most likely caused by a tripped mccb. To resolve the reported issue, the rse guided the user to switch on the tripper and check the function of the system. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.